Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as2134265-2016-01122 and 2134265-2016-01280. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in conjunction with a motor drive unit (mdu) and a sled to visualize the unspecified target lesion. The physician performed automatic pullback several times, however, it was noted that the automatic pullback failed and a motor drive unit (mdu) overload has occurred. The sled and the connection part was checked and the issue has been improved, however, lost mage occurred. The procedure was then completed with another of the same device. No patient complications reported and the patient status is good.